Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 08-oct-2018. The most recent information was received on 18-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the gynecologist firstly tried to remove the essure by natural way pulling it and failed" and wrong technique in device usage process "the gynecologist firstly tried to remove the essure by natural way pulling it and failed". On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced myalgia ("muscular pain"), arthralgia ("joint pain"), pruritus genital ("feminine itching"), vision blurred ("blurred vision"), intraocular pressure increased ("ocular high pressure"), tachycardia ("tachycardia"), weight increased ("significant weight gain"), fibroma ("fibromas"), fatigue ("extreme fatigue") and gastrointestinal motility disorder ("disturbed intestinal transit"). In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("the patient was wondering if there was still pieces of essure") and complication of device removal ("the patient was wondering if there was still pieces of essure"). The patient was treated with surgery (tubal resection via laparoscopy - essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, device breakage, complication of device removal, pruritus genital, vision blurred, intraocular pressure increased, tachycardia, weight increased, fibroma and gastrointestinal motility disorder outcome was unknown and the myalgia, arthralgia and fatigue had not resolved. The reporter provided no causality assessment for arthralgia, complication of device removal, device breakage, fatigue, fibroma, gastrointestinal motility disorder, intraocular pressure increased, medical device removal, myalgia, pruritus genital, tachycardia, vision blurred and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the gynecologist firstly tried to remove the essure by natural way pulling it and failed" and device difficult to use "the gynecologist firstly tried to remove the essure by natural way pulling it and failed". On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced myalgia ("muscular pain"), arthralgia ("joint pain"), pruritus genital ("feminine itching"), vision blurred ("blurred vision"), intraocular pressure increased ("ocular high pressure"), tachycardia ("tachycardia"), weight increased ("significant weight gain"), fibroma ("fibromas"), fatigue ("extreme fatigue") and gastrointestinal motility disorder ("disturbed intestinal transit"). In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("the patient was wondering if there was still pieces of essure") and complication of device removal ("the patient was wondering if there was still pieces of essure"). The patient was treated with surgery (tubal resection via laparoscopy - essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, device breakage, complication of device removal, pruritus genital, vision blurred, intraocular pressure increased, tachycardia, weight increased, fibroma and gastrointestinal motility disorder outcome was unknown and the myalgia, arthralgia and fatigue had not resolved. The reporter provided no causality assessment for arthralgia, complication of device removal, device breakage, fatigue, fibroma, gastrointestinal motility disorder, intraocular pressure increased, medical device removal, myalgia, pruritus genital, tachycardia, vision blurred and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.